Event description:
It was reported that during a surgery, the blade guide sleeve and wire guide jammed together. The devices are still jammed and cannot be removed from each other. Helical blade coupling screw was not able to thread into the helical blade due to a disruption to the threads. Add'l devices were taken from another instrument tray. This is 1 of 3 reports for the same event.

Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for mfg revealed no complaint related issues. Visual inspection of the screw revealed the thread has been rushed on the tip of the part. Unable to accurately verify the thread with the thread ring gage. It was also noted the part had indications of scuff marks scratches and nicks. The cap also has signs of damage to the back surface and nicks on the knurled surface. Cause of damage is unk. D4: reported lot number is invalid. Lot number used for DHR review is 6172520.